Event description:
Caller reported an issue concerning a pump that was out of warranty. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to sign and complete the form necessary for obtaining an out-of-warranty loaner pump, attached the completed form to the case, and subsequently sent a loaner pump to the customer.